Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed two gross lead discontinuities. Device failure occurred, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated a vns pt was experiencing erratic stimulation. The vns was disabled. X-rays were later received to the MFR which identified two lead discontinuities with sharp angles/lead thinning just distal to the anchor tether on the negative wire. Vns revision surgery is planned for sometime in 2009.